Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: the threads at the end of the instrument have broken/snapped off. It is unknown how or when this happened. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Initial reporter phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed. There were no material review records, nonconformance reports, or complaint related issues associated with this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.